Event description:
A patient reported blood glucose results of 19.8, 9.7, and 9.5 mmol/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodlogy, the calculated difference of these glucose results exceeds the expected value of <=20% and/or 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.